Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a malignant thyroid procedure, the blade of the device broke and a piece detached from the jaws. There was no patient injury, and no piece of the device fell within the patient cavity. A new device was used to continue the procedure.

Manufacturer narrative:
Evaluation summary one used scd13 device was returned, and evaluation of the sample confirmed the reported condition. The broken tip was returned with the device. Further investigation revealed that the dissector tip came in contact with a metal object during activation. This contact caused the waveguide to crack and eventually break off. The investigation identified the cause of the reported event to be user error. The device instructions for use currently contain a warning against contact between the dissector tip and metal objects during activation. This issue is specific to ultrasonic dissectors. The instruction for use also advices device users to visually inspect all system components for breaks, cracks, nicks, or other damages prior to use. Instruction for use also states: do not use damaged components. Use of damaged components may result in injury to the patient or user. If information is provided in the future, a supplemental report will be issued.